Manufacturer narrative:
Per the perfusionist, the roller pump could still be controlled by the central control monitor (ccm) but since the issue occurred during set-up the roller pump was replaced with another one prior to the procedure.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was not working. As a result, an alternate device was employed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) could not duplicate the reported complaint. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2022, there were two large roller pumps used (arterial and cardioplegia). Neither of the pumps lost power on that date and they appeared to be functional. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.